Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly calcified, narrow, 80% stenosed, de novo, bifurcation at the left and right common iliac artery, the 7.0/20 mm fox plus balloon dilatation catheters (bdc) was used for pre-dilatation, then again after a non-abbott stent was implanted at the proximal stent area for post-dilatation. The fox plus was inflated at 11 atmosphere (atm), but ruptured. A 7.0/20 mm armada was used to complete the post-dilatation without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.